Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing, pacing inhibition, loss of capture (loc), and high out of range impedance issues. The physician suspected this ra lead had fractured. A lead revision was performed by the physician. The ra lead was capped and surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. The device is not expected to return.